Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed a discolored cord. A functional evaluation revealed a jammed motor/blade stall. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed. Factors that could have contributed to the reported event include wear and tear from cleaning and sterilization methods and the chemicals involved over a period of time. Please refer to the dyonics handpieces instructions for use for recommendations on proper cleaning and sterilization processes.

Event description:
It was reported that the motor drive unit had a cord issue. No case involved. Results of investigation have concluded that this unit had a jammed motor/blade stall error which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.